Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that it is unknown what type of ¿medical incident¿ the patient experienced. As of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation surrounding the circumstances of the patient¿s death. Therefore a thorough medical assessment could not be performed; and we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that it is unknown what type of ¿medical incident¿ the patient experienced. As of the date of this medical investigation, no relevant supporting clinical information has been provided to assist with a clinical investigation surrounding the circumstances of the patient¿s death. Therefore a thorough medical assessment could not be performed; and we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that nine days after a tonsillectomy using a coblation halo wand, the patient had a medical incident and passed away. The cause or further information is unknown at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).